Manufacturer narrative:
The pump has not been returned to animas. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release. The patient's injury may be related to use error

Manufacturer narrative:
Follow-up #1 (B)(4) 2013 ¿ device evaluation: the pump has been returned and evaluated by product analysis on (B)(4) 2013 with the following findings: there was no history from the time of the event due to continued patient use. A review of the total daily dose history for the available date range showed that the daily insulin delivery totals correctly reflected the user programmed basal rates. No alarms or pump conditions indicating a malfunction were recorded in black box or alarm history. A 29 hour flow accuracy test was performed and the pump was found to be delivering within specifications. No delivery related defects were found during testing.

Event description:
The patient's mother called animas on february 15 alleging the patient's blood glucose levels have reportedly been elevated. She mentioned on february 14 at 5:45 pm, the patient had a blood glucose reading of 500 mg/dl. The patient reportedly took 9.25 units of insulin at 8:10 pm. Her blood glucose level was 417 mg/dl at that time. At 1 am the patient's blood glucose level was 341 mg/dl with moderate ketones at which time the patient took a dose of 5.75 units of insulin. The patient's blood glucose levels later that morning were in the low 300 mg/dl range. The patient's mother reported that her daughter has been to the emergency room on three different occasions, february 1, 2, and 8. On all three occasions she was discharged and not admitted to the hospital because, her ketone levels subsided. She says, the patient has just started using the pump without her mother's supervision and changes the infusion site and set independently. The patient's blood glucose level started to climb after an infusion set change on february 10 and have been ranging from 300-500 mg/dl with large ketones. Review of the pump history revealed that the total daily dose matched the programmed basal rates and all bolus doses were completed as desired. The patient primed 3 units on february 14 and could not confirm that drops were coming out of the end of the tubing after priming. The patient did not fill the cannula since she changed infusion sets. The advanced settings including I:c ratio, isf, and iob were programmed correctly. This complaint is being reported because, the patient recently started using the pump without her mother's supervision, may not have primed the proper amount of insulin, and has been having blood glucose readings indicative of hyperglycemia.